Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 600 mg/dl. The customer stated he received a 670g pump a few weeks ago and set the insulin pump up and started using it and for some reason sugars stayed high. The customer stated that he woke up with a 76 mg/dl blood sugar level and then by lunch sugars were high. The customer took the insulin pump off and started doing manual injections. The customer stated that the issue was resolved by changing the infusion set. The product was not returned for analysis.